Event description:
The customer contacted physio-control to report that there was an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory; however, the issue could not be duplicated during testing. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that there was an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.